Event description:
(B)(4) received a call on (B)(6) 2015 reporting a medical intervention that occurred around that date. Patient stated that the prodigy meter was giving her a blood glucose result of 500mg/dl. Paramedics arrived and tested patient's blood glucose and obtained a result of 92mg/dl. Patient stated that upon arrival at ER she was told that she needed a new meter. (B)(4) is in process of collecting additional information on this case and will forward via supplemental MDR.

Event description:
This is a supplemental report to initial report 3008789114-2016-00015 to submit the manufacturers investigation results of the suspect device. The complaint product was not returned. Prodigy requested an internal record review for the product involved in the medical intervention. (B)(4).

Event description:
This is a supplemental report to initial report# 3008789114-2016-00015 to submit additional information on this case. Prodigy diabetes customer care was unable to collect any additional information due to the patient who was the initial reporter passing away. According to conversation between prodigy and the person giving the information (B)(6) the patient's death was not related to the initial event recorded on (B)(6) 2015. (B)(4).